Event description:
During placement of foley, it was noted that the temperature did not register. It was the second unit noted to have this defect, however the lot number is not available for the first system.